Event description:
It was reported that pericardial effusion occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The transseptal was performed using versacross connect and no issues were reported. No product will be returned because the issue did not occur during tsp or involve tsp or access solutions products. During deployment the physician stated that after the procedure could not fully appreciate the depth of the laa. The watchman closure device was deployed too deep and recaptured twice until proper positioning obtained. The position, anchor, size and seal (pass) criteria was performed and confirmed. After release, the pericardium was checked and small to moderate effusion was noted. The physicians waited 30 minutes observing after protamine was administered. A 1 to 1.5 cm effusion was noted to be stable. The physician decided to perform pericardiocentesis to drain effusion. A successful placement of drain was performed. Approximately 200 ml of bright red blood was drawn from the pericardium. The patient was admitted overnight for observation with drain in place. The patient never became hemodynamically unstable or required pressors. The patient was expected to fully recover and was discharged the following day. The watchman device that was deployed too deep and caused an effusion. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.